Event description:
Patient was revised due to dislocation on (B)(6) 2021. Approximately, 2-3 years after the first surgery. No information on explanted product. The surgeon implanted post extension, 135/145° 36+3 cup, 4 screw (l15 mm, l20 mm, l35 mm, l40 mm), cementless glenoid baseplante and centered glenosphere.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.